Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported excessive downstream occlusion alarms which were verified through a review of the event history log. False downstream occlusion reproduced when attempting to run a loaded set. The cause was determined to be the downstream sensor out of calibration. The downstream sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced excessive downstream occlusion alarms. There was no patient involvement. No additional information is available.